Event description:
Th field engineer noted that there was a collimator iris potentiometer error which prevented the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator. The system operates as intended.